Event description:
Reporting status: serious injury / surgical intervention. Reporting rationale: surgical removal of separated guide wire. Device issue: guide wire separation. It was reported that during a cardiac catheterization, an attempt was made to reposition the guide wire; however, resistance was felt. The guide wire fractured and a portion of the guide wire remained in the artery. Surgical retrieval of the foreign body was performed. No additional event or pt info is available.